Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic left oophorectomy procedure, the device was leaking when a 5mm scope was introduced through the device. They went ahead and managed the leak since it was towards the end of the case. There was no adverse consequence to the patient. The device was discarded.